Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge fse was dispatched to evaluate the unit. The fse replaced the ac reel power code to resolve the issue.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units batters are not charging. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h11 corrected fields: d5, e1 (initial reporter, event site email), e2, e3, g2. A getinge fse was dispatched to evaluate the unit. The fse replaced the ac reel power code (d012-00-1688-24) to resolve the issue. The failure analysis and testing dept. Received part number 0012-00-1688-24 power reel serial number (B)(6) with a reported unit failure of batteries not charging. The failure analysis and testing dept. Performed a visual inspection and observed under a microscope a white residue that is consistent with saline. Due to observing the saline the fat could not install the power reel into the cardiosave test fixture. The fat dept. Did test the power reel for continuity. If the power cord was pulled out completely from the reel, continuity would be lost. As the power cord was wound back into the reel continuity was established once more. This intermittent loss of continuity would be the cause of the batteries not charging because of the loss of power. Retaining the power reel in the fat dept. Per procedure number (B)(4) rev. As.

Event description:
N/a.